Event description:
It was reported that cartridge did not fully snap into pump when customer attempted to use pump. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge, cleaned pneumatic tap area, removed loose o-ring, and successfully reloaded original cartridge, and customer was able to resume insulin therapy; no further actions were documented.